Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) needs to be charge frequently. The patient underwent an ipg replacement procedure. The was patient was doing well post operatively. No malfunction suspected. Nothing will be returned per facility policy.